Event description:
There was no pt involved in this event. The device malfunctioned in that the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010. The software version was upgraded from 3.1.0 to 3.2.0 on (B)(6) 2013 and performed to spec to (B)(6) 2013. Investigation did not confirm a fault with the device or any component of the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.